Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, there were episodes of under-sensing noted on the device. The device software was upgraded to resolve the event. The patient is stable with no consequences.